Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were hissing and squeaking during the case as losing pressure. They were inserting devices and removing them when the noise was occurring. The surgeons complained that the abdomen of the patient was not normal during the insufflation and they did not have the normal room to work in the patient as they would have desired. They continued with very low pressure throughout the case and used the trocars. It was a nuisance to the surgeons. There was no patient consequence reported. There were two trocars used in the case. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.